Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it was confirmed that during inspection at the repair department, the power supply unit was deformed. It was determined that the ac cable insertion part was deformed. Therefore, it was surmised that the deformation was due to the external strong impact. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center exhibited a bent power supply. There were no reports of patient involvement.